Event description:
It was reported that on (B)(6) 2017 the asymptomatic patient presented remotely via merlin.net transmissions with episodes of atrial fibrillation with rapid ventricular rates of response which resulted in inappropriate anti-tachycardial pacing therapies. In clinic on (B)(6) 2017, programming changes were successfully made. The patient was stable while in clinic and subsequently.